Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at 16:30 on (B)(6) 2022 , the medical staff took out the ureteral stent for the patient and found that the stones were formed attached the wall of stent. Also stated that the routine white blood cells in the patient's urine increased, and repeated urinary system infections were considered to form stones. Advise the patient to drink plenty of water and gave symptomatic and supportive treatment. It was unknown what medical intervention was provided for urinary system infections.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that at 16:30 on (B)(6), 2022, the medical staff took out the ureteral stent for the patient and found that the stones were formed attached the wall of stent. Also stated that the routine white blood cells in the patient's urine increased, and repeated urinary system infections were considered to form stones. Advise the patient to drink plenty of water and gave symptomatic and supportive treatment. It was unknown what medical intervention was provided for urinary system infections.